Event description:
The customer reported that during an open colectomy, the device knife stopped working. The surgeon stopped using the device and opened another instrument to continue the procedure. There was no pt injury. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.